Event description:
During a pta/stenting procedure to treat a lesion in the subclavian vein, the balloon ruptured circumferentially. The physician had successfully placed a stent and was using the xxl balloon to post dilate the stent. The physician inflated the balloon to unknown atm, but above rated burst pressure (rbp=8 atm). The balloon ruptured and the physician believes that it may then have become caught on a stent strut, as a piece of the balloon then separated from the catheter. The catheter was withdrawn and the physician placed a second stent, therefore sandwiching the remaining balloon material between the two stents in the vessel. The procedure was considered to be successful. No patient injury or additional complications were reported. Patient status is reported as 'fine' following the procedure.